Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, g.2, h.3, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿lymph nodes with silicone in¿, ¿snow storm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ diagnosed via ultrasound. A thickened capsule, inflammation and a "small exudate" was found during explant surgery. The exudate was "sent for culture with negative result". The device has been explanted with capsulectomy and complete perimetral dissection. The device was replaced with a non-allergan implant. Pathology of the capsule found "fibrous tissue hyalinized with acute inflammatory infiltrate. Fibrinoid deposit and macrophagous reaction to foreign body." The reported ¿lymph nodes with silicone in¿, ¿snow storm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ have been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿lymph nodes with silicone in¿, snow storm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ diagnosed via ultrasound. A thickened capsule, inflammation and a "small exudate" was found during explant surgery. The exudate was "sent for culture with negative result". The device has been explanted with capsulectomy and complete perimetral dissection. The device was replaced with a non-allergan implant. Pathology of the capsule found "fibrous tissue hyalinized with acute inflammatory infiltrate. Fibrinoid deposit and macrophagous reaction to foreign body." The reported ¿lymph nodes with silicone in¿, ¿snow storm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ have been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿lymph nodes with silicone in¿, ¿snowstorm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ diagnosed via ultrasound. A thickened capsule, inflammation and a "small exudate" was found during explant surgery. The exudate was "sent for culture with negative result". The device has been explanted with capsulectomy and complete perimetral dissection. The device was replaced with a non-allergan implant. Pathology of the capsule found "fibrous tissue hyalinized with acute inflammatory infiltrate. Fibrinoid deposit and macrophagous reaction to foreign body." The reported ¿lymph nodes with silicone in¿, ¿snowstorm artefacts believed related to past prosthetic rupture¿, ¿axillary lymph nodes in relation with siliconomas¿ have been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12apr2024.